Manufacturer narrative:
The reported complaint was confirmed by a customer movie file. Testing also included cold temperature testing.no additional action will be taken at this time.

Manufacturer narrative:
The reported complaint could not be duplicated during laboratory evaluation. The product surveillance technician (pst) observed stable operation with no freezing throughout the entire evaluation. Exterior inspection revealed no signs of abuse or damage. Internal inspection revealed no anomalies or issues. The pst performed agitation testing on memory dual in-line memory module (dimm), connections on local area network / interface board (lan/if), connections on single board computer (sbc), connections on flat panel interface node controller (fpinc) board and power supply connections. Observed central control monitor (ccm) to function normally with no freezing. The pst inspected peripheral component interconnect (pci) flex cable connectors, lan/if pci edge connector, and dimm edge connector for contamination and/or corrosion. No evidence of contamination and/or corrosion present. As a precautionary measure a thorough cleaning of the pci flex cable connectors, lan/if pci edge connector, and dimm edge connector was performed utilizing alcohol and ionized air. Reinstalled pci flex cable, lan/if pci edge connector, and dimm edge connector and powered on ccm. Observed ccm to function normally with no freezing. Per log analysis on (B)(6) 2015 at 08:52:37 am, the system is powered up. A perfusion screen is opened at 8:54:43 am. The perfusion screen is closed at 5:04:28 pm. There is no indication of a problem in the log. Some events are logged every 30 seconds, and those events were consistently logged throughout the case. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per the clinical summary on (B)(6) 2015 from the subsidiary site: during cardiopulmonary bypass (cpb), where the central control monitor (ccm) was not reacting correctly to touch. Per video received on (B)(6) 2015 from the subsidiary quality engineer (q/a), the user would touch the screen, and initially the cursor would move to the point of contact, but would not execute the task appropriately. For example, in the video, the user would touch the pump speed slider arrow, but the speed would not increase. Then the user attempted to drag the slider bar with no ccm response. All of the roller pumps continued to function. The user was able to control the pumps and the electronic patient gas system (epgs) from the local controls. All of the safety monitors were active. The screen did not freeze and it appropriately displayed values and settings. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
(B)(4). Software data logs were received by the manufacturer on (B)(6) 2015 for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, three hours later after the circulation started, operation of the central control monitor (ccm) became unstable. The ccm reacted right after touching, but if fingers are off from the screen, it freezes and unable to operate. The device was not changed out, as the user directly operated the pump knob. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.